Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to have wear and tear on damaged enclosure, tank cover, front cover, and line cord. It was also noted to have a faulty lcd. Device underwent functional testing including filling tank with water, attached temperature check, plugged in line cord, and turned on power switch. The reported customer complaint has been confirmed, and the problem source has been determined to be a faulty pcb.

Event description:
Information was received that the display on a smiths medical level 1 hotline low flow system is not reading temp, is only showing the 'one' digit on display. No adverse effects reported.